Manufacturer narrative:
Results: endoleak, cause of event is unknown. Conclusion: cause of event is unknown.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was blush type IV endoleak noted near the flow-divider of the main device. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.